Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found due to deformation of switch 1, water tightness was lost; due to wear of angle wire, bending angle in up direction was out of specification; plastic distal end cover had a burn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had plastic broken out at the distal end. The device was returned for evaluation. During the device evaluation, a white foreign material in the air/water tube and air/ water cylinder were found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly by leakage due to deformation of switch button one (sw1). A further cause of the deformation could not be presumed. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection IFU states the preventative measures in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.